Manufacturer narrative:
The reported event of no external power alarm was confirmed with the data captured in log file 84101401_m3cap 59056 jdc_s_c3e submitted on april 12, 2019. The log file captured no external power alarm event on (B)(6) at 6:01 am. The alarm was related to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and continued to operate at the stored speed of 6,200 rpm. Power was restored, and the no external power alarm cleared. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number of the device was not provided at this time. Approximate age of device cannot be calculated at this time. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a low power hazard/no external power alarm on (B)(6) 2019 based on a log file review by the manufacturer's technical service representative. The alarm occurred when mobile power unit (mpu) lost power which could be caused by the power cord coming loose from the mpu, wall outlet, or the house losing power.